Event description:
The customer states that the axsym sample carousel barcode reader incorrectly read a sample ID (sid) and test results were assigned to a different sample. The customer noticed the error and retested the sample. The sid was read correctly upon retesting. No spots were noted on the sample barcode label. The correct sid of 09159346 was incorrectly read as 09159342.